Event description:
It was reported that intermittent occlusion alarm occurred. Reportedly, the customer was using humalog u-200 insulin with the pump. Tandem customer technical support informed customer that humalog u-200 insulin is off-label per the user guide. Customer changed cartridge and infusion set to address the issue. Additionally, the customer was using cold insulin in the cartridge. The customer was educated on the proper load techniques. There was no reported adverse impact to the customer¿s blood glucose level.